Event description:
It was reported that the asymptomatic patient presented to the or for lead replacement due to noise. Externalized conductors were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 0.4-1.1cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at the same location.